Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# j0007958v, implanted: (B)(6) 2000, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
The consumer via a manufacturing representative (rep) reported that there was no stimulation sensation. The patient never used stimulation since implant. There were also telemetry issues. The implantable neurostimulator (ins) was overdischarged, which was confirmed during a recent visit. They were advised to perform a physician mode recharge (pmr). 2 weeks later 2 pmrs had been performed. The patient had not charged for more than 3 months and the patient estimated she lost stimulation in (B)(6) 2008. She had recently lost weight as well. The ins was not responding to the pmr so far. There was also problem with recharging, coupling and communication issues. The rep also reported that the ins was very loose in the pocket. The ins might have been flipped, but the flip was not confirmed. The rep was not able to recharge the system even after several attempts to get it back online. The appropriate physician was notified and the patient was scheduled for an x-ray in the next week or two. On (B)(6) 2015, the patient reported that the stimulator was removed about 3-4 years ago because it stopped working and holding a charge. A manufacturing representative (rep) was present with the explant and they never could determine what was wrong with the device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.